Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a loss of capture. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2012. (B)(4).